Event description:
Spontaneous call from pt. Pt reports pump screen is not working properly (can only see the bottom half of the display) and she is unable to change the reservoir volume. Sn #(B)(4). Pt used backup pump. No other info available. The reported product fault did not occur while in use with a pt. Pt was going to switch the pump. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2010 to current. Diagnosis or reason for use: pah.